Event description:
Additional information received via email. The customer does not know if the item was dropped or not. The problem was found during preventive maintenance.

Manufacturer narrative:
Other text: a1, b5, and h6. Health effects: updated. D3, g1,2 email is: (B)(4) .

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the gauge was not working and the o2 knob was broken. Patient involvement is unknown.

Manufacturer narrative:
D4: UDI updated UDI related data quality updates only.